Event description:
It was reported physician was unable to fully insert extension into implantable pulse generator (ipg) at implant. Company representative indicated physician implanted four 1x4 leads and hooked them into 2 extensions. The physician then attempted to insert both extensions into ipg and the extensions had only gone in approximately 75% of the way. The physician then used a wrench to loosen the set screw on both sides and re-inserted the extensions into the ipg. It was noted again the extensions had only gone in 75% of the way into the ipg. The physician did not want to try and force them into ipg for fear of damaging the extensions which had already been tunneled to the ipg pocket. Company representative then proceeded to open a second ipg and the extensions went in without problem to the ipg and the impedance check was normal. It was later reported company representative indicated it was a potential defective implantable pulse generator (ipg) neurostimulator that they were not able to insert the ends of the extensions all the way into the stimulator. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.